Event description:
It was reported that prior to start a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument had frayed black cable at the distal tip. The procedure was completed with no reported injury. Follow-up has been performed to request additional information. As of the date of this report no further details have been received.

Manufacturer narrative:
Based on the claim against the product by the customer noting frayed black cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation which produced electrical arcing when driven on an in-house system. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a directions. The grips opened and closed properly. The instrument released energy and began arcing almost immediately. The root cause was attributed to a component failure. An additional observation related to the customer reported complaint was also identified. The maryland bipolar forceps instrument was found to have thermal damage at the base of the grip and the yaw pulley. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument released energy and began arcing almost immediately. The root cause attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following. It was alleged that maryland bipolar forceps instrument had frayed black cable. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.